Manufacturer narrative:
(B)(4). The vv7 cannula device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The c-ring was completely in tact and sturdy. The scope wash tubing and the c-ring were not loose and remained attached to the cannula through the retention rib. Specks of blood were evident on the cannula and c-ring at the distal part of the cannula. The blue toggle on the cannula handle and the co2 tubing were intact. Based on the returned condition of the device and the evaluation results, the reported failure "break; cannula; c-ring cut" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring came loose but did not come off completely. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring came loose but did not come off completely. A replacement device was used to complete the procedure. The hospital did not report any patient effects.